Event description:
New information received notes that the lead was capped and replaced. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving vibratory patient notification alert, high, out of range, lead impedance was observed. Aborted shocks due to oversensing noise were also noted. Patient was admitted and device was turned off until replacement. Patient was stable. No further information was available.